Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the doctor wanted the patient to turn stimulation off to see if the migraine pain returns. It was clarified that when electrodes that weren't high impedances were used the patient could feel stimulation, just not in the area where the original migraine pain was. It was noted that the patient did not have new pain and the migraine pain had not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient met with a rep to have their stimulation checked. The device was originally placed for migraines, which have stopped for years. The patient reported they continued to charge their device and left it on 24 hours a day, but they haven't felt stimulation in years. The patient could not recall when this began and no known factors or causes to explain this were reported. The patient hadn't been seen for years and was wondering if they could have the device replaced. The rep interrogated the ins and checked impedances, which showed that electrodes 0-4 and 8-11 were >10,000 ohms. It was noted those electrodes were being used in the patient's programming. The rep reprogrammed using other electrodes but the stimulation was not going to the area in their head where they previously needed it. The physician told the patient to turn off the stimulation since it wasn't working anyway. The plan was to have the patient see the physician in a month to see if it impacted their pain; issue was not resolved. No further complications were reported or anticipated.